Manufacturer narrative:
Additional narrative: no patient involvement was reported. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the medical device reprocessing department staff identified that the small hexagonal screwdriver had a stripped head and no longer functions correctly. No reported patient involvement. (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Date received by manufacturer was reported in initial (B)(4) as dec 07, 2017 in error. The correct date is dec 06, 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.